Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported left side "pain, left side swelling as well as left side, feels like it has a bubble in it". Additionally reported "auto immune problems, fibromyalgia, fevers, sweating, extreme fatigue, tremors, brain fog, unexplained weight loss, and breast soreness" are not related to the device. Healthcare professional reported "seroma." Patient representative additionally reported patient "increased risk of alcl." Device has been explanted.